Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unexpected system behavior involving and information center ix overview with a description of freezing of numerics. No patient harm was reported; no adverse event occurred.

Event description:
The customer reported unexpected system behavior involving and information center ix overview with a description of freezing of numerics. The device was in use monitoring patients. No patient harm was reported; no adverse event occurred.